Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.

Event description:
Report for patient 2 of 2. The 6.5 inr with protime system vs. A 3.4 inr with unspecified lab system. Patient customary therapeutic inr is 2.0. No range reported. No report of adverse event, serious injury, or intervention.